Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the pharmacy with an unsigned note that stated, "e105 at start up." No tracking information was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device displayed e105 (audible alarm test-buzzer on/off) without sounding an audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapy while the device was in clinical use. Though requested, no additional information was provided.